Event description:
It was reported that the pt was experiencing bradycardia with stimulation. Vns was turned off and the pt still experienced bradycardia. Attempts for further info have been unsuccessful to date.